Manufacturer narrative:
(B)(4). This complaint was submitted by a distributor with no hospital information provided. The device involved has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "mac 3 blade not working at all" alleged defect reported as detected prior to use on a patient during inspection/functional testing. No report of patient impact or consequence.

Manufacturer narrative:
(B)(4). Based on new information received by the customer (clarification of product usage) this will not be a reportable event; thus, the initial MDR submitted on 03/28/2018 was submitted in error.

Event description:
Customer complaint alleges "mac 3 blade not working at all." Alleged defect reported as detected prior to use on a patient during inspection/functional testing. No report of patient impact or consequence.